Manufacturer narrative:
Upon receipt of additional information, it was determined this product has been reported under MFR number 0009613350-2020-00198. This report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product has been reported under MFR number 0009613350-2020-00198. This report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part # 00786401200/ femoral stem / lot # 63191767. Part # 00875705201/ shell with cluster holes/ lot # 63203431. Part # unknown / unknown liner/ lot # unknown. Part # unknown / unknown sleeve/ lot # unknown. Part # 00625006520 / bone screw self-tapping/ lot # 63373265. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01822, 0001822565 -2020 -01820, 0001822565 -2020 -01336, and 0001822565 -2021 -02396.

Event description:
It was reported patient underwent right total hip arthroplasty and subsequently underwent a head and liner exchange due to hematoma evacuation on an unknown date. The patient underwent a second revision 3 years post initial surgery due to pain dislocation and clinical presentation of metallosis. During the revision surgeon debrided metallosis, removed pseudotumor, noted acetabulum bone loss, implant wear and liner fracture. Due to the metal debris noted at trunnion and trunnion adapter, components were unable to disengage and elected to remove stem. All components were revised, and a plate and cable system was used for fracture stabilization. After the second revision the patient continued to experience complications from the elevated titanium levels including headaches, fatigue, and ocular swelling with vision disturbances. Attempts have been made and additional information on the reported event is unavailable at this time.